Manufacturer narrative:
On 14-dec-2021, the product investigation was completed. Summary: it was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. It was reported the dilator would not advance into the sheath itself. The valve of the sheath looked like it was in pieces. The sheath was replaced and the issue resolved. Device evaluation details: visual analysis of the returned sample revealed the hemostatic valve was found dislodged. A dilator & shaft was inspected, and no anomalies were observed. Then, the sheath was dissected, and microscopic analysis was performed, and the hemostatic valve showed damage. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ the device history record (DHR) for the lot number 00001766 has been received and no internal action related to the complaint was found during the review. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve conditions, an internal action was opened. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-nov-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. It was reported the dilator would not advance into the sheath itself. The valve of the sheath looked like it was in pieces. The sheath was replaced and the issue resolved. Additional information: the sheath and cap/hub remained intact but I could see that the valve had fallen apart through the window at the insertion point. Again, I could see pieces of the valve pushed through the sheath through the window and my assumption as to why the dilator would not advance through the sheath is that a piece of the valve broke off and got stuck. I personally tried to advance the dilator through the sheath but could only get it about ¼ of the way before it would not advance any further. This is my assumption based off of handling the sheath but I do not have the ability to confidently say as to why the dilator would not advance. Also of note is that I did not see the tech prep the sheath but this hospital uses the vizigo regularly and typically never has any prep issues. The hemostasis valve (gasket) did break into two or more separate pieces: I could see the valve pushed through on the insertion window and again, the dilator would only advance about ¼ of the way up the sheath. Nothing physically detached itself from the sheath. I could only see the valve pushed through on the window with accompanying dilator insertion trouble. No, the sheath failed while the patient/table was being prepped. The current sheath in question was never used on a patient. When failure was noted by me I took it off the table and a new vizigo was utilized for the procedure. Therefore no air. Resistance with sheath is not MDR-reportable. Hemostatic valve separation is MDR-reportable.